Manufacturer narrative:
Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the nrg transseptal needle risk documentation was completed and confirmed that the event of difficult/unable to advance leading to prolonged procedure was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. As per the DHR review, there is no indication of defect or non-conformity associated with the manufacturing process that would contribute to this complaint. Additionally, it is unlikely for rejects to slip through since there is 100% in-line inspection in place to prevent defects from leaving the facility.

Event description:
It was reported that during a procedure, a nrg transseptal needle was selected for use. An attempt was made to insert the rf needle without the sheath and advance it to the right atrium, however, it got stuck midway. Upon removing it from the body, the rf needle was found to be broken, so it was replaced. By switching to insertion from the left common iliac artery, the tortuosity of the blood vessel was reduced, and the procedure was continued. No patient complications occurred.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a nrg transseptal needle was selected for use. An attempt was made to insert the rf needle without the sheath and advance it to the right atrium, however, it got stuck midway. Upon removing it from the body, the rf needle was found to be broken, so it was replaced. By switching to insertion from the left common iliac artery, the tortuosity of the blood vessel was reduced, and the procedure was continued. No patient complications occurred.